Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator connector. A new pulse generator was used and the lead was able to be inserted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.